Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that patient's ins was turning off by itself. Manufacturer representative (rep) discussed with patient the possibility of being discharged but patient reported they typically check the ins after recharging. Patient does a lot of flying and checks their device after security screening and sees the ins is on but hours later is off. During call, it was reviewed with rep that the ins will not turn off from any magnets. Also reviewed low ins is most likely the cause. Rep is unable to meet with patient (due to patient traveling) to review usage and recharge diary but will schedule something when patient gets back. Patient indicated this has been happening since sept 16th.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that patient's ins was turning off by itself. Manufacturer representative (rep) discussed with patient the possibility of being discharged but patient reported they typically check the ins after recharging. Patient does a lot of flying and checks their device after security screening and sees the ins is on but hours later is off. During call, it was reviewed with rep that the ins will not turn off from any magnets. Also reviewed low ins is most likely the cause. Rep is unable to meet with patient (due to patient traveling) to review usage and recharge diary but will schedule something when patient gets back. Patient indicated this has been happening since sept 16th.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). The patient was seen in the office on (B)(6) 2021. The patient stated that there was a por. The patient was in a high amplitude and battery needed to be recharged more often. The most likely cause was due to high amplitude. The patient was shown her recharge intervals and reviewed to make sure and turn therapy back on after charging. The patient also changed to a new program with a lower amplitude. No further complications were reported.